Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratches on display window, missing end cap sticker, reservoir tube lip o-ring and broken reservoir tube lip. No belt clip assembly received with insulin pump. Unable to verify belt clip anomaly.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 400 mg/dl. The insulin pump will be replaced. Nothing further reported.*

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.